Event description:
Four surgical fibers were returned to the manufacturer with no indication of the reason for return. No additional information is available. There was no report of patient injury. This report is for fiber #3.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber's metal and glass caps were detached; the fiber caps were not returned with the device. There was no indication or report of any part of the device remaining inside the patient. The outer flow tube was also found to be torn at the distal end. The identified issues may activate the fiberlife function which would modulate the power showing a pulsing beam or the system would be placed into standby mode. This issue may also result in a forward-firing condition of the side-firing surgical fiber. Fiber card analysis: the fiber card was verified to have 104,740 joules of use (B)(4) 2012; the fiber card was expired as a result of reaching the soft joule limit. The probable root cause of the device failure was determined to be heat accumulation due to tissue contact and or anatomical/procedural factors encountered during the procedure.